Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to poor myocardial tissue, the physician had to re-position the lead a handful of times. There was poor threshold and high impedance. After so many helix deployments, the physician requested a new lead. Should additional information be received, this file will be updated.